Event description:
It was reported that this pacemaker exhibited high out-of-range (oor) pacing impedance measurements on both the right atrial (ra) and right ventricular (rv) leads. Which led to the pacemaker being triggered to lead safety switch (lss) to unipolar mode. An x-ray was performed and both leads were found to be fractured. Subsequently, a revision procedure was performed, and both leads were difficult to explant. The physician opted to abandon both and explant the pacemaker. A pacemaker system was successfully implanted. No additional adverse patient effects were reported.